Event description:
It was reported that the right ventricular lead had high impedance and the tones sounded. It was also noted that there has been a gradual rise since february. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high impedance and the tones sounded. It was also noted that there has been a gradual rise since (B)(6). The lead remains in use. No patient complications have been reported as a result of this event.